Event description:
Device analysis is provided.

Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Lead rec'd in a partial distal approx 15cm portion with no j stiffener wire discrepancies. X-ray of lead distally confirms no j stiffener wire discrepancies.